Manufacturer narrative:
The exact date of the event is unknown, event occurred six weeks ago.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.